Manufacturer narrative:
Investigation summary: it was reported the numbers and marked increments were scratched off and not complete and syringe tip was deformed. To aid in the investigation, one sample and one photo were provided for evaluation by our quality team. The sample came in an opened packaging blister. A visual inspection was performed and it was observed that the scale printing has rub marks that damaged the printing. The luer tip was damaged as well. The photo provided shows the sample received. For the damaged parts defects, it is likely that a jam occurred during the assembly process resulting in the damage to the syringes. A device history record review was completed for provided material number 309653, lot number 1005554. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe scale markings were scratched off/incomplete. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "numbers and marked increments were scratched off and not complete."